Manufacturer narrative:
The reported glenoid loosening may be secondary to instability resulting from the reported rotator cuff failure. However, the failure and potential contributions from manufacturing, patient, or user-related issues to the event cannot be confirmed as the devices were not returned for evaluation and no images or radiographs were provided. D1: corrected d2: corrected d4: corrected g4: corrected h6: corrected health effect, component, and investigation clinical codes.

Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that this patient's right shoulder was revised approximately 1 year post initial operation. The revision was due to glenoid loosening and rotator cuff failure. Patient was last known to be in stable condition following the event.